Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was unable to duplicate the customer reported problem of motor fault alarm, hardware fault and power supply overheat alarm. Performed exhalation valve characterization and the calibration was accepted.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault alarm, hardware fault and power supply overheat alarm went off 6 minutes later. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.